Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device switches off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed contamination on the interface connector pins. A known good battery was used as the customer's was fully depleted. The unit powered on and off using the lab battery and ac power while docked into a known good docking station, however it turned off on its own as it did not make proper contact to the docking station due to the contaminated pins. A 10 beep watchdog alarm triggered a few moments after power up with the known good battery. The interface pins were cleaned and the device was able to make proper contact with a known good docking station. The unit was able to power on and remain on. The watchdog alarm continues to trigger shortly after power up. The contaminated pins created poor connection to the docking station causing an interruption of power to keep the device on and charge the battery. Additionally internal inspection found that the input and output pins of a component on the instrument board were shorted which caused the 10 beep watchdog alarm. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device switches off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed contamination on the interface connector pins. A known good battery was used as the customer's was fully depleted. The unit powered on and off using the lab battery and ac power while docked into a known good docking station, however it turned off on its own as it did not make proper contact to the docking station due to the contaminated pins. A 10 beep watchdog alarm triggered a few moments after power up with the known good battery. The interface pins were cleaned and the device was able to make proper contact with a known good docking station. The unit was able to power on and remain on. The watchdog alarm continues to trigger shortly after power up. The contaminated pins created poor connection to the docking station causing an interruption of power to keep the device on and charge the battery. Additionally internal inspection found that the input and output pins of a component on the instrument board were shorted which caused the 10 beep watchdog alarm. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Aware date from 01/09/2020 to 01/08/2020.

Event description:
The customer reported that the device switches off by itself. No consequences or impact to patient were reported.